Event description:
Affiliate reported that the pump appeared to be releasing a higher dose of drug than expected. The device has not been explanted. Patient did not show any over dosage symptoms. Pump was refilled.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
The patient which first pump was revised by dr. (B)(6) and whose explanted first pump was sent for investigation with (B)(4). At first everything was ok. -patient was discharged on (B)(6) with constant programme of 175 mcg/day. -on (B)(6) the pump started to beep so the patient was asked to come to (B)(6) they arrived and in the pump there was only 0.69 ml left and in fact the pump was empty -for 9 days about 700 mcg per day should have been going out of the pump instead of the programme of 175 mcg/day -they refilled the pump on (B)(6) and left the same programme of 175mcg/day there aren&#62752;any over dosage symptoms in addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point, the device does become available, this complaint will be re-opened, evaluated, and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device evaluated by MFR: device still implanted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was not returned for investigation; therefore the investigation was based on the information contained within the file and provided by the field support engineer. A problem investigation board panel was assembled to review the information received from the field support engineer and to be able to formulate a recommendation to the physician to detect or exclude a potential leak of the pump (septum, valve). The steps suggested were: perform a pump interrogation to get the fill level sensor; stop the infusion; let the pump in stop infusion during the weekend; perform another pump interrogation on (B)(6). As the physician felt uncomfortable switching to oral medication during the weekend without highly qualified personal available for close monitoring of the patient, he decided to let the pump flow during the week end with a daily flow rate of 0.35ml/day. After the weekend on (B)(6) the fill level sensor reading indicated a discrepancy of 0.93ml compared to the expected volume based on programmed flow rate. Finally the pump was put in stop infusion on (B)(6) morning. On (B)(6) a pump interrogation was performed. The remaining volume indicated by the fls was the same since the program was stopped on (B)(6). Therefore we can conclude that the pump was not leaking nor through the septum or nor across the valve. After these two days in stop infusion mode, the physician decided to restart the program, without the recommendation from the manufacturer. A review of the transaction logs was done spanning the timeframe from (B)(6) 2012. On (B)(6) the fls reading indicated a loss of drug of 9.59ml compared to the expected volume based on programmed flow rate. It was also observed that the volume indicated by the fls during the stop infusion period (from (B)(6)) remained constant indicating that there is no loss of drug due to a leak. A review of the device history records was conducted for the pump manufacturing lot cmgbnb (nlbjj0), and no discrepancies were observed during the manufacturing process. At this point the pump remains implanted and it is working according to specifications. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device remains implanted.